Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be the mobile device lost power.